Event description:
It was reported that the programmer started to interrogate and suddenly reverted to the vvi emergency pacing screen, without anyone pushing the emergency vvi pacing button. It was further noted that the fan was extremely loud. The programmer was returned for repair and test/calibration. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 2290 pacing system analyzer. (B)(4).

Manufacturer narrative:
Product event summary: analysis could not confirm the vvi emergency pacing screen issues. However it was confirmed that the programmer had a noisy system fan, as a result the system fan was replaced.